Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call that she was acting very strange. The customer's brother believed she was having a low episode because she did not eat. The insulin pump had a blank screen. Only the time, battery indicator, and reservoir indicator appeared on the screen. Her brother was going to take her to the hospital. The customer received a sensor end alarm. The device was not returned.